Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The hospital respiratory department reported a proximal pressure sensor failure error with an alarm. There was no patient involvement. The event occurred during the device setup. The hospital biomed checked the device event log but was unable to locate any significant event log entries relate to proximal pressure sensor failure. The remote service engineer recommended the replacement of the data acquisition board.

Manufacturer narrative:
G4: 18aug2020 b4: (B)(6) 2020 the field service engineer could not re-produce the problem. The device passed all performance verification testing and was returned to clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.